Manufacturer narrative:
A steris service technician inspected the sterilizer and found it to be operating properly. The technician stated that the cause of the steam leak was due to the user facility's incoming steam line trap being stuck open. The incoming steam line trap is the user facility's responsibility and the user facility's maintenance department will make the repair.

Event description:
The user facility reported an excessive steam leak. No alarms were triggered due to the steam and no injuries to hospital staff or patients were reported. A patient procedure was delayed due to the high humidity.